Manufacturer narrative:
Literature citation: mohamed macki, sbaa syeda, panagiotis kerezoudis, ali bydon, timothy f. Witham, daniel m. Sciubba, jean-paul wolinsky, mohamad bydon, ziya gokaslan "rhbmp-2 protects against reoperation for pseudoarthrosis and/or instrumentation failure: a matched case-control study of 448 patients". (B)(4) (revision surgery, pseudoarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a publication titled " rhbmp-2 protects against reoperation for pseudoarthrosis and/or instrumentation failure: a matched case-control study of 448 patients. ", that the objective of the study was to determine the impact of recombinant human bone morphogenetic protein 2 (rhbmp-2) on the odds of reoperation for pseudarthrosis and/or instrumentation failure. Cases of re operation for pseudoarthrosis and/or instrumentation failure were matched with control patients based on postoperative time in addition to number of spinal levels fused and inclusion of interbody. Of the 448 patients, 155 cases of re operation for pseudoarthrosis and/or instrumentation were matched with 293 controls. Twenty-six percent of first-time surgeries included rhbmp-2, which was statistically more commonly used in the control cohort (33.11%) versus the case cohort (12.90%). Adverse events: revision surgery and pseudoarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.